Event description:
It was reported that this right atrial (ra) lead dislodged shortly after it was implanted with x-ray imaging used. Farfield was observed in the presenting electrogram. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.